Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that an expired product was used

Manufacturer narrative:
The product was not returned for investigation therefore the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: expired anchor was implanted. Probable root cause: design - inadequate shelf life for product application - failure to verify expiration status of product prior to surgery.

Event description:
It was reported that an expired product was used.